Event description:
It was reported that on the 7th impact it just broke.

Manufacturer narrative:
The reported event could be confirmed, based on the images provided and matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. However, based on the provided images, the device shows clear evidence of structural failure. The impactor tip is fractured into two segments at the proximal end where the impactor connects to the handle. The nature of breakage pattern suggests a brittle failure mode. Additionally, blood residues are present on the surface of the impactor. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The CAPA is in progress to prevent the reoccurrence of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that on the 7th impact it just broke.